Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the emboshield nav6 embolic protection system (eps) was not prepped correctly and the filter was not attached to the rest of the device and the eps was not able to be used. There was no device use or patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It may be possible that the barewire was pulled with extreme force during preparation causing the barewire to detach, or it may be possible that the user is reporting that the filter did not load properly and there was no material separation; however, attempts for additional information were unsuccessful. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.